Event description:
Boston scientific received information that the right atrial (ra) lead was explanted due to undersensing. Additional information received from the field representative that the ra lead exhibited undersensing due to an apparent fracture from subclavian crush. This lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.